Event description:
It was reported that during a stimulator explant, the health care professional (hcp) noticed that the catheter looked fragmented. A dye study was done on the date of this report. The hcp tried to aspirate the catheter and he could not aspirate. The hcp figured what the bolus would be and it was about 400 micrograms. The hcp decided that was ¿okay¿, and then he pushed the dye. The catheter was ¿partially in and partially out.¿ the dye went into the cerebrospinal fluid; however when the hcp pushed the dye a second time, the dye was puddling subcutaneously. The hcp suspected that the dye was going along the catheter and puddling in the subcutaneous tissue. A catheter revision was planned to be done on the date of this report. The patient did not show any signs of increased spasticity or withdrawal. The patient was put on oral baclofen about a day or two prior to the date of this report. It was noted that the patient had always had ¿fluctuation to spasticity.¿ the pump was being used to deliver baclofen and fentanyl. It was later reported that the catheter was broken off in the intrathecal space and catheter fracture was found through catheter interrogation. It was unclear if the patient experienced adverse event from the bolus delivered during the dye study. It was later reported that the catheter was revised. It was later reported that the broken tip of the catheter was removed and spliced in spinal segment. The patient outcome was noted as ¿doing fine.¿

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004. Product type: catheter: product ID 8578, serial# (B)(4), implanted: (B)(6) 2011. Product type: accessory. (B)(4).